Manufacturer narrative:
According to the facility on (B)(6) 2024 "patient needed to be intubated, respiratory therapist obtained sealed airway box from rapid response team cart and respiratory therapist noted that airway box was missing both 7.5 and 8.0 endotracheal tubes from box". Per the facility the patient was not injured and did not require medical intervention. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 "patient needed to be intubated, respiratory therapist obtained sealed airway box from rapid response team cart and respiratory therapist noted that airway box was missing both 7.5 and 8.0 endotracheal tubes from box".